Manufacturer narrative:
The events occurred between (B)(6) 2022 to (B)(6) 2023. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system solution sets were leaking with remicade. The leak was coming from a pin hole on the tubing near the screw end of the catheter. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.